Event description:
It was reported that high voltage lead impedance was high. During the surgical procedure, the physician pulled on the rv pin and it pulled right out. It appeared that there was body fluid in the header. The physician placed the lead back in and impedance was within normal limits. The device was replaced when the setscrew wouldn't tie down the lead, after repositioning lead.

Manufacturer narrative:
No medwatch form was received.